Event description:
Patient on post arrest hypothermia cooling protocol with use of adult maxi-therm blankets (x2). Rn caring for patient entered room at 8 pm and noted water coming from blanket on top of patient (has no lot # written on it). Blanket replaced. Again at 5:15 am the following morning, rn was standing outside room and heard water running on floor and noted blanket under patient (with lot # written on blanket # 8288) had hole in it. Blanket removed, but not replaced. Both blankets bagged and delivered to value analysis.